Manufacturer narrative:
Other text: b3: date of event is unknown; no information has been provided to date. H3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. The physical condition of the device had scratched lens. Scratched rear label. Bent latch lock. Bubble form in "dso" seal. No evidence of the issue was found in the event history log. Functional testing showed the pump to be over delivering to the manufacturing specifications. Test came out to be +5.48%, +5.23%, +5.19%. The complaint was confirmed. The root cause was a bad expulsor. It was unknown what caused the malfunction. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. It was recommended to the customer to replace the expulsor.

Event description:
It was reported that the pump failed volume test, device was being tested when fault discovered, no patient interactions involved. No patient involvement.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.